Event description:
"C.d.e." Called to report the pump had no beeps. Troubleshooting was done and "encounted" absent of alarms during testing. Customer denies pump being dropped or exposed to moisture.